Manufacturer narrative:
The assembly process and manufacturing procedure of catalog number 780-32 were reviewed and no findings related to the reported issue were found. A device history record (DHR) review could not be conducted as the lot number was not provided. The reported complaint could not be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported.

Event description:
The complaint is reported as: "780-32 in use with recently installed neptune heater (2 days prior). Ventilator (drager evita xl -#16) leak alarm sounded. When therapist came in to investigate, there were two areas (one on each limb) which showed areas of heat damage. The damage is noted approximately 20 inches from the patient eye. The inspiratory and expiratory limb demonstrated the same damage which is approximately 2" long". No patient injury reported.